Manufacturer narrative:
As reported, the housing of a 6/7f mynxgrip vascular closure device (vcd) separated. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The complaint product was not returned for analysis. However, three sterile mynxgrip vascular closure devices 6f/7f from the same box/lot were returned for investigation. The devices were returned in the original sealed packages, but not in a controlled temperature condition. The devices were inspected for damages that may have contributed to the reported incident; no damages or anomalies were observed. Simulated deployment test was performed, and the shuttle cartridge was able to be advanced and retracted to the black handle without issue per the mynxgrip instructions for use (IFU). The catheter did not detach from the proximal hub. The device performed as intended. Visual inspection at high magnification did not show any detachment of the catheter from the proximal hub for all of the three devices. A product history record (phr) review of lot f2208502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter detachment¿ could not be confirmed as the complaint device was not returned for analysis. Additionally, there were no issues noted to the three sterile devices received for investigation. The exact cause of the issue experienced by the customer could not be determined. Based on the limited information available for review and without the return of the device, it is not possible to determine the exact issue the customer experienced with the device or what factors may have contributed to the issue experienced. However, it is possibly related to procedural/handling factors since there were no issues noted to the sterile devices received. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analyses of the sterile devices suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2208502 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the housing of a 6/7f mynxgrip vascular closure device (vcd) separated. There was no reported patient injury. Three of the four devices will be returned for evaluation.